Event description:
It is reported this event occurred in the surgical room on a pediatric pt. The insertion site is unk. It was reported the guide wire ¿shredded¿ itself during the insertion of the guide wire through the catheter. The problem occurred during an urgent procedure prior to being taken to the operating room for surgery. It is reported the guide wire was removed, and new kit opened, and the catheter placed successfully. There was delay noted, but it did not cause harm to the pt. There are no reported pt complications, injury or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.